Event description:
It was reported that during procedure the atrial lead could not be fixed after being positioned. The lead was replaced and the surgery concluded successfully. The patient status was stable.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.